Event description:
The clinician said implant was placed in 2005, and removed in 2005, because of screw of implant exposed and alveolar bone resorption. The clinician identified the reason of removal as failure-to-osseointegrate resulting from bone quantity insufficient and improper post-surgical implant loading.

Manufacturer narrative:
The implant was received with a cover screw unattached, but the implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted. The implant was then compared to a radiographic template (l0250 rev 10/03) and determined to be a ph5mm x 12mm implant.